Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered and inappropriate shock due to noisy signals oversensing. During a follow up, the doctor and the field representative observed two episodes on the patient data due to oversensing myopotential noise. A new automatic configuration was performed, where only the secondary vector was available, nonetheless, when the patient was moving, myopotentials were observed on the secondary vector and during stronger effort (like arm wrestling) the myopotential noise was led to oversensing. The only vector without oversensing myopotential noise was the primary vector. Subsequently, the doctor decided to reprogram to the primary vector. This s-ICD remains in service. No adverse patient effects were reported.